Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: cable 9735774 usb 2.0dual user io s8 svc, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: a manufacturer representative went to the site to test the equipment. It was observed that the lower half of the dual universal serial bus (usb) port was damaged/defective, and a short was observed when a finger was placed in the open lower port. The planned resolution was to replace the usb port. The system was performing as intended and no parts were replaced at the time of servicing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information while servicing the navigation system. It was observed that the system check-out showed no errors except for damage to the lower half of a dual universal serial bus (usb) port. The damaged usb port contained two ports - an upper and a lower port within a single unit. The upper port was functional, while the lower port was defective. During preventive maintenance (pm), no short occurred when a mouse was connected to the functional upper port. However, a short was observed when a finger was placed in the open lower port. It was noted that the resolution was to replace the usb port. No patient was involvement was reported.